Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for intact human chorionic gonadotropin + the b-subunit (hcg+b). The erroneous results were reported outside of the laboratory. The initial hcg + b result was <0.100 miu/ml. This result was reported outside of the laboratory. The clinic did not accept this result. A second sample was obtained on (B)(6) 2016 and the result was >10000 miu/ml. The sample from 06/07/2016 was repeated and the result was >10000 miu/ml. The sample was also sent to an external laboratory and the result was 8906 miu/ml. No adverse event occurred. The hcg + b reagent lot number and expiration date were not provided.